Manufacturer narrative:
Attachment: mc donald sumaira, et al. Multicenter safety and efficacy analysis of assisted closure after antegrade arterial punctures using the starclose device. J endovasc ther2007; 14: 498-505. See scanned pages.

Event description:
Device malfunction: none. Time of malfunction: after the procedure. Symptoms/ae: pseudoaneurysm with surgical intervention. The following event was noted during literature review: it was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Several hrs following apparent initial closure success, the pt presented severe pain and groin swelling. Doppler us confirmed the presence of a pseudoaneurysm, which was treated surgically. No additional information was available.